Manufacturer narrative:
Product complaint # (B)(4). The suture broke after procedure.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the suture initially placed (interrupted or continuous)? What tissue layer was the vicryl rapide suture placed in? How much of the incision was noted dehisced on 2 ¿ nov? Can you describe the appearance of the suture during second procedure when surgeon cleaned remnant? Was the suture noted to be broken? Do you have product for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent c-section on (B)(6) 2017 and suture was used. No anomalies were observed during the procedure. On (B)(6) 2017 the patient incision dehisced. The surgeon performed an additional procedure to clean remnant suture pieces and potassium permanganate solution was given. The patient condition improved. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000073666 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the surgery should be lateral episiotomy the following information was requested, but unavailable: how was the suture initially placed (interrupted or continuous)? What tissue layer was the vicryl rapide suture placed in? How much of the incision was noted dehisced on (B)(6)? Can you describe the appearance of the suture during second procedure when surgeon cleaned remnant? Was the suture noted to be broken? Do you have product for evaluation? What is the current condition of the patient? No further information.